Event description:
Patient reported left side "firm and looks abnormal due to capsular contracture" baker grade unknown. Patient reported having experienced nipple discharge (fluid). Side was unspecified for the nipple discharge (fluid), this record represents the left side. The device has been explanted and discarded.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and nipple discharge.